Manufacturer narrative:
Batch review performed on 02 september 2020. Lot 188901: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-11-16. No anomalies found related to the problem. To date, 107 items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 02 september 2020 concomitant medical products: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 187088. Lot 187088: 228 items manufactured and released on 10-dec-2018. Expiration date: 2023-11-25. No anomalies found related to the problem. To date, 225 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 4 months after primary surgery, reporting pain due to a dislocation of the head from the liner. The surgeon revised the cup, liner, and head and the surgery was completed successfully.